Manufacturer narrative:
E.1.: reporter and reporting institution phone#: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device was presented with a speaker malfunction error message. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort conducted to find out if there was still sound coming from the device in standalone mode was unsuccessful. Analysis was performed onsite service personnel which included testing of the affected alleged device. The results of the analysis were it was confirmed the device speaker is defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the defective speaker and the product is back in service.